Manufacturer narrative:
Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "left side rupture."

Event description:
Medical personnel reported "left side rupture" diagnosed by unknown scan. "Implants were recalled in 2019" was also reported. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.6b, g1, h6. Device photo analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It cannot be determined which device is for the left or right side per the photos provided. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Device has been explanted.